Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent excision of a synthetic suburethral sling on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to pelvic pain, dyspareunia.

Event description:
It was reported that patient underwent excision of a synthetic suburethral sling on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to pelvic pain, dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure and a mesh was implanted. Concomittantly, the patient underwent a right ovarian cystectomy. It was reported that due to pain, dysuria and dyspareunia, patient underwent mesh removal. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported on (B)(6) 2012 the patient experienced myofascial pain and stress urinary incontinence and was seen by a doctor who discussed pelvic floor therapy and considering removal of sling and will likely do a rectus fascial staged sling. No additional information is provided at this time (B)(4).